Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submtted as a follow up report.

Event description:
It was reported the patient hears an echo with his device. Three electrode channels were disabled and programming adjustments were attempted to alleviate the echo. The patient is hearing well with the device but feels that he would do better if all the electrode channels are available for stimulation. The re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigation revealed a short circuit between two electrode channels, which was also present whilst implanted (since six months post-op). Possible causes to be considered include a technical defect of the active electrode as well as external mechanical influences. However a specific root cause for the detected damage cannot be determined. Additionally the electrode array was reportedly kinked, which may have contributed to the sub-optimal hearing impression. This is a final report.

Event description:
The patient hears an echo with his device and has asked to be re-implanted. Three electrode channels were disabled and programming adjustments were attempted to alleviate the echo. Additionally, the electrode array was reportedly kinked. The patient is hearing well with the device but feels that he would do better if all the electrode channels are available for stimulation. The patient has been re-implanted.